Manufacturer narrative:
After further evaluation of the event, it was determined the event was incorrectly deemed reportable for false nonreactive anti-hbc results, however the results were false reactive. Based upon this new information, this complaint is no longer a reportable event.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) anti-hbc results for 3 patients, when processing on the architect i2000sr. The following data was provided: patient 1: initial result was (B)(6) and retest (B)(6). Patient 2: initial result was (B)(6) and retest (B)(6). Patient 3: initial result was (B)(6) and retest (B)(6). No impact to patient management was reported.